Event description:
Baxter product surveillance received a report that the minicaps had fallen off from the transfer set of the home patient. The home patient did not witness the cap falling off, and was unable to locate the cap once it fell. Although the patient received prophylactic antibiotics (cephazolin and cephtazidine, both 2g intraperitoneal), there was no further patient injury or medical intervention associated with this incident.